Event description:
It was reported that the patient with this right ventricular (rv) experienced dizziness and lightheadedness. Following device check and radiograph, the pacing threshold was found to be unstable and impedance output was over 3000 ohms due to lead conductor fracture. This rv lead was explanted, replaced with the same model and discarded. No additional adverse patient effects were reported. Additional information indicated a correction that this rv lead was a case of an attempted implant due to helix being deformed. There was no high pacing threshold and impedance outputs but lead conductor fracture which was confirmed via radiograph.